Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01068, 3005168196-2020-01069, 3005168196-2020-01071.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic congestion using ruby coils, a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the ruby coil into the target vessel using the lantern and attempted to detach it using the handle; however, the ruby coil failed to detach. Therefore, the physician manually detached it. The physician then advanced, another ruby coil into the target vessel using the lantern and attempted to detach it using the same handle; however, the same issue occurred, the ruby coil failed to detach. Therefore, the physician manually detached it. Next, the physician advanced the third ruby coil into the target vessel using the lantern and attempted to detach it using the same handle; however, the same issue occurred, the ruby coil failed to detach. Therefore, the physician manually detached it. The procedure ended at this point. There was no report of an adverse effect to the patient.